Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint sensor device was not returned for evaluation. However, a different sensor device (part number sts-gl-006/serial number (B)(4)/lot number 5197827) was returned for evaluation. Because the sensor is not the alleged device and the sensor is a one time use device, an investigation is unnecessary for this complaint. The reported event of inaccuracies could not be confirmed. A root cause could not be determined.

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, on patient's behalf to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Distributor did not report injury or medical intervention.